Event description:
It was reported that non-sustained rv oversensing episodes were observed via remote transmission. Patient was asymptomatic. Review of the episodes revealed myopotential oversensing. When the patient presented to clinic, far r-wave oversensing after premature ventricular contractions was observed. Programming changes were made. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.